Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the low-pressure oxygen line flow failed a test step during testing. It was determined that the active exhalation control module was faulty and caused the test step to fail. The active exhalation control module needs to be replaced to resolve the issue.